Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.¿

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The thread snapped at first pull during suture. There were no adverse patient consequence reported.